Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical medex¿ medflator®ii inflation syringe system no pressure was indicated on the display but then was reported to skyrocket to 20 bar. A dissection (vessel wall tear) was then reported. No further information was provided.

Manufacturer narrative:
Three used and decontaminated inflation medex medflator inflation syringe systems devices were provided. The samples were tested with air and water. The pressure was built up continuously during turning the piston of the inflation device and met the specification. Therefore the reported failure cannot be confirmed with the provided samples.